Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three photographs of a 5 fr triple lumen powerpicc were returned for evaluation. An initial visual observation of the photographs showed the powerpicc with several holes at the 6 cm mark. The holes were observed to be aligned longitudinally along the catheter. The area between the 5 and 7 cm mark was observed to be deformed. One photograph was of a similar package indicating the item was ref# (B)(4). Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that PICC line was leaking at site. When flushing or connecting to the white lumen only, fluid/blood would escape at insertion site. Recommended removal of line and line holiday. Line was removed per md order and at the 6cm mark, noted that there were approximately 4 small holes in line.